Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of lung disease. In addition, the customer reported allegations of respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed dust-like contamination on the top enclosure around the ui panel, knob and button. Brownish dust-like contamination was observed in the display, on and under the left and right-side panels, in the dc jack, in the sd card slot and air inlet. Dust-like contamination was observed on the bottom enclosure along with a cut-like scratch across the warning label. A heavy amount of dust-like contamination with potential hair-like particles was observed behind the sd card cover. Brownish dust-like contamination was observed in the air inlet behind the filter. Heavy dust-like contamination with potential hair-like particles was observed underneath the knob and throughout the interior of the device, top and bottom of the pca, top of the blower cap, around and in the iso port, in the base of the blower box, all over the filter and in the base of the bottom enclosure. Manufacturer observed the air inlet seal yellowed out. Manufacturer observed pieces of the filter stuck to the bottom of the blower housing. Manufacturer was able to confirm the presence of degraded sound abatement foam residue on the blower box. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In this report, linv was captured. In box d: device third party. Device avail for eval. Date returned. In box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of lung disease. In addition, the customer reported allegations of respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. Despite multiple attempts the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.